Manufacturer narrative:
The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2023 while reportedly wearing the lifevest. The patient received an inappropriate treatment. The device was started up at 12:11:41 on (B)(6) 2023. At 21:16:16, an arrhythmia was detected. ECG shows idioventricular rhythm @ 10 bpm with CPR/motion artifact and hb. At 21:16:53, the patient received the inappropriate treatment. CPR/motion artifact contributed to the false detection. The rhythm at the time of treatment was obscured due to CPR/motion artifact. The post shock rhythm was sinus tachycardia @ 110 bpm with CPR/motion artifact. The electrode belt was disconnected at 21:17:08 on (B)(6) 2023.

Event description:
The electrode belt was returned for investigation and did not pass incoming functional testing. A us distributor contacted zoll to report that a patient passed away on (B)(6) 2023 while reportedly wearing the lifevest. The patient received an inappropriate treatment. The device was started up at 12:11:41 on 1/24/2023. At 21:16:16, an arrhythmia was detected. ECG shows idioventricular rhythm @ 10 bpm with CPR/motion artifact and hb. At 21:16:53, the patient received the inappropriate treatment. CPR/motion artifact contributed to the false detection. The rhythm at the time of treatment was obscured due to CPR/motion artifact. The post shock rhythm was sinus tachycardia @ 110 bpm with CPR/motion artifact. The electrode belt was disconnected at 21:17:08 on 1/24/2023.

Manufacturer narrative:
The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction. Device evaluation of the monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device evaluation of electrode belt has been completed. The reported problem (did not pass incoming testing) has been confirmed. Upon investigation the cable connecting ECG "c" and ECG "d" was missing. The root cause for the missing cable could not be positively identified. There is no indication the missing cable caused or contributed to the patient death as the latest available ECG recording strip (01/24/2023 22:01:27 pm) indicates both ECG electrodes were functional since they were able to acquire a signal.